Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips started to form poorly and became worse with multiple firings to the point where the clips were not forming correctly at all. Procedure was completed using same like device. Procedure was delayed by one minute.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, five conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.